Event description:
During stenting of an intracranial atherosclerotic disease (icad),the guidewire perforated the middle cerebral artery (mca). The physician completed the procedure by occluding the vessel using coils and glue. Follow up was performed to obtain patient status; as of today, no additional information is available.

Manufacturer narrative:
(B) (4).conclusion: anticipated procedural complication.the subject device was disposed; therefore, analysis could not be performed. However, vessel perforation is a potential adverse event associated with endovascular procedures and noted as such in the direction for use (dfu). Therefore a root cause of anticipated procedural complication has been assigned to this event.

Event description:
During stenting of an intracranial atherosclerotic disease (icad), the guidewire perforated the middle cerebral artery (mca). The physician completed the procedure by occluding the vessel using coils and glue. Follow up was performed to obtain patient's status; as of today, no additional information is available.